Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The surgeon sized for a 12mm high cage in the patient's l3-4 disc space. A 12x9x22mm cage was attached to the inserter. After impacting the inserter two times with a mallet, the back of the cage broke and came off of the inserter. The patient did not retain any pieces of the broken cage. There was a surgical delay of 5 minutes, but there was no reported harm to the patient.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned spacer was examined. A portion has fractured off at the threaded insertion point, which may be attributed to off-axis forces placed on the device with the inserter during insertion. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage, including insertion.